Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level and insulin pump had insulin flow blocked alarm. The blood glucose level of the customer was 50 mg/dl. The customer was treated with the carbs. The customer was assisted with the troubleshooting for low blood glucose level. The insulin pump will be returned for the analysis.